Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted in a 64 year old male. On (B)(6) 2019, a re-do aortic valve replacement was performed and the trifecta valve was explanted and replaced with a 2mm carpentier-edwards perimount magna ease valve. After the valve was explanted, a tear was observed at the top of the stent post of one of the leaflets. Additional information has been requested.

Manufacturer narrative:
The tear noted at explant was confirmed. Leaflets 1 and 3 were torn at stent post 1. Leaflet 1 had fibrous thickening. There was circumferential pannus on the ingrowth surface which narrowed the inflow diameter. Leaflets 2 and 3 were folded and tethered by pannus, which caused incomplete coaptation. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted in a 64 year old male. On (B)(6) 2019, a re-do aortic valve replacement was performed and the trifecta valve was explanted and replaced with a 25mm carpentier-edwards perimount magna ease valve. After the valve was explanted, a tear was observed at the top of the stent post of one of the leaflets. No additional information has been provided.